Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there were three (3) devices associated with this patient. A separate FDA form 3500a has been submitted to address each device. Reported to the FDA on october 28, 2015. (B)(4).

Event description:
It was reported that urine did not flow out from bladder once the catheter was connected to the urinometer and presented a risk of urinary bladder overdistension. A total of three devices (of the same lot) were used on the patient and each presented the same problem. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: after a detailed batch review, no discrepancies related to complaint issue were found. There was a previous complaint applicable to this complaint. The root cause for the "stop flow between patient and chamber of unometer product" could not be identified on the information received. This complaint will be closed with no further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).